Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci field service, and the unit passed quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. The activ.a.c.¿ therapy unit has not been returned to kci after multiple attempts. Therefore, a device evaluation could not be performed.

Manufacturer narrative:
H3: other (code unspecified, describe in h10): the activ.a.c.¿ therapy unit was not returned to kci after multiple attempts. Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hospitalization, sepsis, necrosis, or "almost dying" are related to the activ.a.c.¿ therapy system. The patient was on v.a.c.® therapy from (B)(6) 2019 to (B)(6) 2019 and v.a.c.® therapy was discontinued on (B)(6) 2019 as "therapy goal achieved - adequate granulation tissue formation." Per note provided on (B)(6) 2019, v.a.c.® therapy was discontinued on (B)(6) 2019 with "n/a" answered for "any holds/hospitalizations."

Manufacturer narrative:
Date of event: the specific date of the event was not provided. Based on information provided, it cannot be determined that the alleged hospitalization, sepsis, necrosis, or "almost dying" are related to the activ.a.c.¿ therapy system. The patient was on v.a.c.® therapy from (B)(6) 2019 to (B)(6) 2019 and v.a.c.® therapy was discontinued on (B)(6) 2019 as "therapy goal achieved - adequate granulation tissue formation." Per note provided on (B)(6) 2019, v.a.c.® therapy was discontinued on 29-aug-(B)(6) 2019 with "n/a" answered for "any holds/hospitalizations." Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 22-oct-2019, the following information was provided to kci by the patient: the patient used three v.a.c.® therapy systems and her wounds allegedly experienced either necrotic tissue or she "almost died" due to sepsis. The patient stated she removed the v.a.c.® therapy system because her wound was allegedly getting necrotic tissue, and changed to an alternate dressing. The patient also alleged that she "almost died three times and was hospitalized for four months." The patient noted that she was not an appropriate candidate for v.a.c.® therapy. On 21-nov-2019, the following information was provided to kci by the nurse: the patient was not on v.a.c.® therapy or antibiotics on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. She noted the patient experienced necrosis with antibiotic therapy but confirmed the patient was not on v.a.c.® therapy at that time. No additional information is available. Per review of kci records, the patient was on activ.a.c.¿ therapy from (B)(6) 2019 to (B)(6) 2019 with no v.a.c.® therapy holds noted. A device evaluation of the activ.a.c.¿ therapy system serial number vfsr52504 is currently pending completion. For the alleged three events: MDR-3009897021-2019-00357_111688-iss will address the activ.a.c.¿ therapy system. MDR-3009897021-2019-00358_112112-iss will address the v.a.c.® therapy system (type/serial number unknown). MDR-3009897021-2019-00359_112113-iss will address the v.a.c.® therapy system (type/serial number unknown).